Manufacturer narrative:
The insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had multiple issues and would like a replacement insulin pump. The customer¿s blood glucose was unknown at the time of incident. Customer¿s spouse stated that the insulin pump had a no delivery and the sensor glucose versus blood glucose does not match. Customer's spouse also reported that the customer's blood glucose readings were running high and would treat with manual injection. The insulin pump is being replaced and is expected to return for analysis.